Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was performing a laparoscopic assisted vaginal hysterectomy with the enseal device and the doctor reported the tissue effect was less than expected and he noticed oozing of blood as he was resecting a round ligament. The doctor felt confident the procedure was a success and completed the case with the device. Post operatively, it was noticed there was bleeding at the round ligament, which required an additional procedure to control the bleeding. The device was discarded.